Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06/01/2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a female patient, initials (B)(6). The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc, 2 ml. The patient stated that it did not help her at all and she never received any relief. She stated she went back to the physician's office for a cortisone injection. The action taken with synvisc was not provided. The patient's outcome was not provided. Concomitant medications were not provided. Additional information was received on 05/31/2011 in the form of rheumatology office visit notes. The (B)(6) year-old patient, initials (B)(6), had a medical history of metatarsalgia, osteoarthritis, knee, chronic back pain, obesity which were all diagnosed on (B)(6) 2010, golfer's elbow which was diagnosed (B)(6) 2010, and an allergy to nsaids (nonsteroidal antiinflammatory drugs) which caused shortness of breath. The patient was seen by the reporting rheumatologist on (B)(6) 2011. The notes state that the patient presented with pain in both elbows again. The patient also had symptoms suggestive of myofascial pain with insomnia, muscle pain, headaches, and weight gain which was attributed to calcium channel blockers. The physical exam was normal. The procedure was to treat the patient's bilateral golfer's elbow. The patient was positioned and the skin cleaned with chloraprep. Anesthesia was applied and the needle with 2ml of lidocaine and 40 mg kenalog (triamcinolone acetonide) mixture was injected to the medical epicondylitis. A dressing was placed at the end of the procedure. No immediate complications of procedure was noted, and the patient had an immediate improvement following the procedure. Treatment for the myofascial pain syndrome was to start flexeril (cyclobenzaprine) 10 mg tid and increase the patient's trazodone dose to 100 mg qhs. Follow-up was recommended in 3-4 months. Concomitant medications included advair diskus (fluticasone/salmeterol), albuterol, hydrocodone, trazodone, and bc headache (acetylsalicylic acid/caffeine/salicylamide). The relationship between synvisc and the events was not provided by the reporting rheumatologist.